Event description:
A surgeon reported that one day after a glaucoma filtration shunt was implanted, the pt had hypotony and folds in descemet's membrane. The hypotony recovered spontaneously, but the pre-existing minimal bullous keratopathy worsened significantly after the shunt was implanted. The keratopathy was treated with medication, but still continues.

Manufacturer narrative:
The product was not returned for analysis. There have been two other complaints reported in the lot number. (B)(4).